Event description:
It was reported that the procedure was to treat a lesion in the mid-proximal rca. After a stent was placed in the mid rca, an attempt was made to place the pixel stent proximal to the deployed stent. There was a sharp bend before the lesion which required a lot of manipulation of the stent delivery system (sds). At some point, the stent became dislodged from the balloon. It was reported that during the manipulation, the sds might have been pulled back to the point where the stent hit the end of the guiding catheter. A balloon was used to smash the stent against the vessel wall; however, that night, the stent migrated distal to the implanted stent and a balloon was used to smash the stent against the vessel wall at this location. The pt was reported to be doing fine after the procedure.